Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018. Customer¿s blood glucose was in the 460 mg/dl at the time of hospitalization. Customer had symptoms such as vomiting, almost went into coma, dehydrated, nausea and trouble breathing. Customer was treated with intravenous insulin. Customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.